Event description:
Per the clinic the device was explanted on (B)(6) 2023, due to incomplete insertion and limited auditory percept. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 05, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 12, 2024.